Manufacturer narrative:
Device evaluation: a review of the data log files retrieved from the returned system controllers. The patient¿s system controllers were returned for evaluation. A review of the data log file retrieved form the patient¿s primary system controller showed that low power hazard, power cable disconnected, and no external power alarms were active at 12:07 pm on (B)(4) 2016. These alarms occurred while the system was connected to the mobile power unit (mpu). The recorded series of events indicate that the mpu had lost ac power. There were no power cable disconnected alarms captured just prior to this event to suggest that the patient was attempting to exchange power sources. Despite the alarms, the system controller continued to operate the pump at the set speed until the driveline was disconnected 2 minutes after the alarms activated. A review of the data log file retrieved from the patient¿s backup system controller showed that the system controller was powered on at 12:26 pm on (B)(4) 2016 and left on for approximately 2 days following the event. Although the system controller was powered on multiple times to charge, the system controller was never connected to a driveline. The returned mpu was connected to the returned system controllers and was able to power a test pump without issue. No atypical alarms activated during testing. The mpu was functionally tested and was found to operate as intended during testing. The returned system controllers were also functionally tested and found to operate as intended during analysis. A root cause for the reported event could not be conclusively determined. A review of the device¿s device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was received regarding how the patient was found and pronounced dead: it was reported that the patient's sister called at 12:33 pm on (B)(6) 2016 to report that the patient had changed batteries and became unresponsive. The sister had reportedly called 911 and the paramedics were at the scene working on the patient. At 1:19 pm, the sister reported that the patient had passed on and was pronounced dead at home by a physician. The patient was reportedly lying on the bedroom floor expired. The police had reportedly also arrived by then and the sister was no longer near the patient. The system controller was reportedly still alarming at this time. At 2:01 pm, a police officer reportedly called asking the vad coordinator how to stop the system controller from alarming. The vad coordinator reported that she could hear a red heart alarm through the phone and the officer stated that the system controller screen indicated "driveline disconnect, connect driveline." The system controller that was alarming was reportedly on the patient's bed connected to ac power and was not connected to the driveline. The system controller was then silenced and put to sleep. Although the patient's body could not be touched, the officer reported seeing another system controller under the patient's back showing "charging complete." At 6:17 pm, the sister reported that the patient was taken to a funeral home. No further information was available.

Manufacturer narrative:
(B)(4). Approximate age of device: 8 months (calculated from the date the patient was implanted to the event). The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015 and expired on (B)(6) 2016. No information was provided regarding the nature of the patient's death, the circumstances leading up to the death, or how the patient was found. The system controller log files were provided for review on 07/29/2016. From the review of the primary system controller log files it appears that the lvad was operating on the mobile power unit (mpu) when there was a loss of power to the mpu resulting in no external power alarms on (B)(6) 2016 at 12:07 pm. Approximately two minutes later the driveline was disconnected. There was no indication of an alarm silence activation in this two minute time period. The power connection to the mpu was intermittent for a time after this event and appeared to come back on for short durations. The driveline was never reconnected. The system controller shutdown sequence was unsuccessfully attempted at 12:26 pm, but shutdown was later successful at 14:07 pm. The log file for the backup system controller showed that it was powered on at 12:27 pm, approximately 18 minutes after the driveline was disconnected from the other system controller if the primary and backup system controller clocks were in sync. The backup system controller was left powered on for at least 2 days after the event. The backup system controller was in the charge mode, therefore no alarms were active. No additional information was provided.